Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025, at (B)(6). The patient's blood glucose levels reached approximately 410 mg/dl while wearing the pod between 5 and 24 hours of use. It was noted that the cannula had not been inserted into the skin, resulting in elevated blood glucose and ketone levels. At the time of hospitalization, blood glucose was around 400 mg/dl and ketones measured 5.7 mmol/l, prompting the hospital visit. Symptoms reported include vomiting and excessive thirst. The patient received glucose therapy in the hospital. Ketone levels decreased from 5.7 mmol/l to 2.7 mmol/l following treatment. Additionally, leaking during wear was reported. The patient was released the same day after stabilization. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.